Manufacturer narrative:
The patient was revised for other reasons but during revision the denali screw show fracture. The screw was visually inspected. It was returned disassembled in four components. There is extrication damage present on all four components. The incident as described by the agent is consistent with a damaged internal coupling. The manufacturing and inspection records were reviewed and no discrepancies were found. The reported screw condition at the revision is indicative of damage to the internal screw coupling. This is more likely to occur during a revision due to the forces that are placed on the hardware. The screw was eventually removed without injury to the patient and the revision was completed successfully. On one of the post-op x-rays the surgeon noticed that the cocr rod had slipped out of the left s1 screw. The surgeon thought the rod was cut too short, and the rod slip was not the cause of the revision. The patient was revised from l4-s1 with rod to rod connectors and iliac screws. The rod slippage was likely due to the reported length of the rod.

Event description:
During a revision case, one of the denali screws at l5 became damaged. The screw head was spinning freely about the shaft, dr pulled the head off with vise grips and used the grips to remove the shaft.